Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reported implantation of the wrong acetabular liner and subsequent revision is attributed to user error. The patient impact beyond that which has already been reported cannot be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to user/procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr it was implanted the wrong liner (r3 0 degrees xlpe acet lneer36mm x mm56) for the 40mm head used in the case. This issue was handled a day after the procedure using the same device, but this time using the correct liner. The realization of this problem was after the surgery. This did not cause any injure to the patient and not significant delay was caused by the mistake. No other complication were reported.